Event description:
On 05 april 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Despite multiple follow up attempts with the user, the removal status of the sensor could not be confirmed. The high rate of inability to remove sensor was addressed under CAPA-0104.